Manufacturer narrative:
During accelerated aging of a durastar ptca balloon catheter, loose fibers were found inside the sterile pouch. This testing was done by cordis on a unit that had come from the distribution center (B)(4) as a sterile product. One sterile 2.25/10mm durastar was received inside its original packaging. A fiber was observed inside the pouch. The fiber is out of the acceptable range in the specification parameters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The issue was confirmed. Although the root cause cannot be conclusively determined, it appears to be related to the manufacturing process. Actions were previously opened to address this failure. This additional complaint does not change the severity or occurrence rates in the investigation; no further actions will be taken at this time.

Event description:
Loose contamination was found inside the sterile pouch of this durastar product, which was used for accelerated aging testing in cordis (B)(4). This unit was a sterile product from (B)(4).

Manufacturer narrative:
This product is already in-house at cordis (B)(4), and has been sent to failure analysis for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.